Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in ampulla and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of gallstones within the common bile duct. During the procedure, when the sphincterotome was to be passed through the biopsy cap down the scope, the sponge element of the cap came loose and excited the bottom of the cap. The tome, cap, and sponge were removed. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of the sponge detachment.